Event description:
Patient was undergoing a total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy. The vcare was being pulled out of the vagina and the tip/end along with the green cup came off of the device. All three pieces were retrieved and accounted for. FDA safety report ID# (B)(4).